Event description:
A pt was undergoing urinary neck surgery involving the injection of collagen. When the aspiration/injection needle became clogged, the circulating nurse inserted a strand of suture into a cannula to clean it. This action revealed that the distal 8mm of the cannula was loose from the shaft. He case was completed with no other problems.